Event description:
Boston scientific received information that this remote home monitoring communicator lost power and was very hot to touch however it was confirmed the patient was not injured. The patient was not aware of any recent electrical storms. The communicator was deactivated and returned for analysis.

Manufacturer narrative:
The product has been received for analysis. Preliminary analysis confirmed that the product was physically altered/melted by heat however detailed analysis is on going. This report will be updated upon completion of analysis.